Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist checked the facility formulary and verified that the medication ertapenem was available. The tss found that no areas were assigned to the unit on the emerg station, and the multiple areas were assigned on the 2ea station. The tss checked the medication ertapenem (max 3, min 2, current 3) and noted the status as empty. The tss also checked the medication pantoprazole (med ID; max 15, min 6, current 13) and found the status listed as empty. The tss checked both the emerg and 2east stations and found that pantoprazole was still present in both. However, the tss was able to view ertapenem only in 2east and not in emerg. The stations were communicating properly without any issues. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the user was not able to pull medications of ertapenem and pantoprazole from pyxis, which located on 2east. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the user was not able to pull medications of ertapenem and pantoprazole from pyxis, which located on 2east. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.